Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions. The secondary tubing sets were connected to the proximal ports of the primary tubing sets and were being used for piggyback deliveries of unspecified medications via unspecified pumps. After unspecified lengths of time in use, the nurses noted that the piggyback medications were not delivered. It was reported that the nurses either disconnected the secondary tubing sets from the proximal ports of the primary tubing sets and reconnected the secondary tubing sets to the distal port of the primary tubing sets bypassing the pumps or the secondary tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.